Event description:
Additional information became available that this device was later explanted and replaced. There was no error code noted at explant. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory high power visual inspection noted the device case, header and lead barrels noted no anomalies and there were no arc markings present. Review of the device memory noted there was a shock lead fault on the day of implant. An x-ray was done which showed that the plasma fuse had been blown open. There were no charge time out faults noted as the device was turned off at the implant after the fault appeared. Both the atrial and ventricle paced and sensed normally. During a manual cap reform it was noted there was a charge time of 45 seconds, followed by a fault code for exceeding the charge time limit. Additionally, the damage noted was induced by a shock into a shorted lead condition. No further testing was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another alert was noted on the patient's home monitoring system that stated there was an error code on the newly implanted device. The device was recently turned off and a life vest is being worn until they can assess the situation further. As a result boston scientific technical services (ts) was consulted and suggested the lead be explanted and the newly implanted device be removed as well since we cant be sure what damage might have been done. To date, both the chronic lead and new device remain implanted.